Event description:
A customer observed lower than expected vitros valp quality control results using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were tested during the interval that the lower than expected quality control results were obtained. There was no report of patient harm as a result of this event. This report is number one of four mdrs for this event. Four 3500a forms are being submitted for this event as four devices were involved, including two different vitros valp reagent lots (1511-14-9637 and 1511-14-9894). This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros valp quality control results were obtained from the vitros 5,1 fs chemistry system. The investigation found no evidence to suggest the results in question were caused by an analyzer malfunction. A definitive root cause could not be determined. However, vitros valp reagent pack handling could not be ruled out as a contributing factor. The root cause of this event is unknown.